Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she received a replace battery alarm at 1:26am today but she not hear pump beep or vibrate. She stated that she was sleeping at time of event but stated that the pump always wakes her up to an alarm. The patient confirmed during the call that alarm tones/vibration are working. The patient reports pump did not have any audio tones during alarm. Customer support advised patient to discontinue use of pump and use alternative form of insulin delivery per her healthcare professional's instructions. This report is being made due to the dual alarm failure.

Manufacturer narrative:
Follow-up # 2 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. The pump history was reviewed and showed that all sound settings were set to vibrate. A replace battery alarm was reproduced for the investigation with sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The pump then progressed to sweep alarm with vibrate mode approximately 1 hour after not confirming the alarm. The audio and vibratory features were found to be functioning properly. The complaint of dual alarm failure was not able to be duplicated during investigation.